Event description:
It was reported that a confirmed motor stall and recovery were noted in the event logs. It was stated that the patient had an unrelated MRI (hip) 2 days prior to the report date. The patient was seen in the office on the day of the report to check the pump status after a 2 day history of increased pain. The reporter denied withdrawal. The event logs showed a motor stall occurred on (B)(6) 2015 at 14:34 and the stopped pump period may exceed tube set occurred on (B)(6) 2015 at 14:34; with a motor stall recovery on the day of the report at 15:08. It was stated that the patient did not hear an audible alarm. The motor stall was seen as a false motor stall. The physician was to evaluate the increased pain and possibly perform a catheter dye study. When asked how the patient was doing and if they were receiving effective therapy, it was stated that everything appeared normal. The pump was used to deliver fentanyl and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n242829, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).